Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("radiopacity was observed, which could correspond to a small essure fragment") and vaginal abscess ("abscess in the vaginal vault requiring") in a female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no arthritis or synovitis. Previously administered products included: iud nos. On (B)(6) 2019, the patient had essure inserted. In 2019 she experienced cough ("cough"). In (B)(6) 2022 she experienced covid-19 ("covid"). An unknown time later she experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion hospitalisation), suprapubic pain ("suprapubic pain"), abdominal distension ("abdominal distension"), nausea ("nausea"), dizziness ("dizziness"), sitting disability ("cannot hold prolonged static postures such as sittng"), constipation ("chronic constipation"), mood altered ("mood has worsened"), irritability ("irritable"), pyrexia ("fever"), diarrhoea ("diarrhoea"), headache ("headache"), rosacea ("facial erythema resembling rosacea"), dry mouth ("dry mouth"), throat irritation ("irritated pharynx"), conjunctival irritation ("conjunctivas"), muscular weakness ("overall decrease in muscle strength"), fibromyalgia ("fibromyalgia "), hyporeflexia ("decreases osteotendinous reflexes"), orthostatic intolerance ("orthostatic intolerance"), allergy to chemicals ("mild multiple chemical sensitivity"), fatigue ("chronic fatigue"), autonomic nervous system imbalance ("dysautonomia / motor instability in tandem gait"), endometriosis ("endometriosis"), vaginal haematoma ("the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("right adnexal cystic lesion"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstruations"), myalgia ("muscle pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("pain in left iliac fossa / pain in hypogastrium"), device intolerance ("intolerance to essure") and allergy to metals ("nickel allergy") and was found to have body temperature abnormal ("thermoregulatory dysfunction") and sarcoma ("subcutaneous seroma"). The patient was treated with analgesics as well as surgery ("hysterectomy"). Essure was removed. At the time of the report, the vaginal abscess was resolving and the abdominal distension, dizziness and abdominal pain lower had not resolved. The outcomes for device breakage, suprapubic pain, nausea, sitting disability, constipation, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, vaginal haematoma, abdominal pain, adnexa uteri cyst, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, sarcoma and allergy to metals were unknown. No causality assessment was received for essure with regard to suprapubic pain, abdominal distension, nausea, dizziness, sitting disability, constipation, mood altered, irritability, covid-19, pyrexia, cough, diarrhea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, fibromyalgia, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, endometriosis, device breakage, vaginal haematoma, abdominal pain, adnexa uteri cyst, adenomyosis, vaginal abscess, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, abdominal pain lower, device intolerance, sarcoma or allergy to metals. The reporter commented: the patient underwent surgery on (B)(6) 2020. On (B)(6) 2019, a 2 mm radiopacity was observed, which could correspond to a small essure fragment. Since the patient had been diagnosed with endometriosis, a magnetic resonance image (MRI) was requested at that time to assess the possibility of deep endometriosis as the cause of the pain. On (B)(6) 2020, an adenomyosis MRI was performed, so dr. Offered a high-dose hormonal intrauterine device (iud) to assess if there is an improvement in her condition, suspecting that it might be due to endometriosis rather than to the millimetric essure fragment. However, the patient opted for a hysterectomy. New surgical intervention was performed to remove the 2 mm essure fragment that had been left inside. It was removed through a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: at the endocervical level, serous content cysts measuring between 0.5 to 0.7 cm are observed. Scar impression is noted on the exocervix, likely related to the essure devices. Left uterine remnant is observed, with no metallic elements isolated. [Ultrasound scan] on (B)(6) 2020: the procedure concluded leaving a 2 mm essure fragment in the patient's body. [X-ray] (date unknown): 2mm dense area in the left hemipelvis. Assess possible remaining essure fragment and potential deep endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("radiopacity was observed, which could correspond to a small essure fragment") and vaginal abscess ("abscess in the vaginal vault requiring") in a female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no arthritis or synovitis. Previously administered products included: iud nos. On (B)(6) 2019, the patient had essure inserted. In 2019 she experienced cough ("cough"). On (B)(6) 2022, she experienced covid-19 ("covid"). An unknown time later she experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion hospitalisation), suprapubic pain ("suprapubic pain"), abdominal distension ("abdominal distension"), nausea ("nausea"), dizziness ("dizziness"), sitting disability ("cannot hold prolonged static postures such as sitting"), constipation ("chronic constipation"), mood altered ("mood has worsened"), irritability ("irritable"), pyrexia ("fever"), diarrhoea ("diarrhoea"), headache ("headache"), rosacea ("facial erythema resembling rosacea"), dry mouth ("dry mouth"), throat irritation ("irritated pharynx"), conjunctival irritation ("conjunctivas"), muscular weakness ("overall decrease in muscle strength"), fibromyalgia ("fibromyalgia "), hyporeflexia ("decreases osteotendinous reflexes"), orthostatic intolerance ("orthostatic intolerance"), allergy to chemicals ("mild multiple chemical sensitivity"), fatigue ("chronic fatigue"), autonomic nervous system imbalance ("dysautonomia / motor instability in tandem gait"), endometriosis ("endometriosis"), vaginal haematoma ("the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("right adnexal cystic lesion"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstruations"), myalgia ("muscle pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("pain in left iliac fossa / pain in hypogastrium"), device intolerance ("intolerance to essure"), seroma ("subcutaneous seroma") and allergy to metals ("nickel allergy") and was found to have body temperature abnormal ("thermoregulatory dysfunction"). The patient was treated with analgesics as well as surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal abscess was resolving and the abdominal distension, dizziness and abdominal pain lower had not resolved. The outcomes for device breakage, suprapubic pain, nausea, sitting disability, constipation, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, vaginal haematoma, abdominal pain, adnexa uteri cyst, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, seroma and allergy to metals were unknown. No causality assessment was received for essure with regard to suprapubic pain, abdominal distension, nausea, dizziness, sitting disability, constipation, mood altered, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, fibromyalgia, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, endometriosis, device breakage, vaginal haematoma, abdominal pain, adnexa uteri cyst, adenomyosis, vaginal abscess, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, abdominal pain lower, device intolerance, seroma or allergy to metals. The reporter commented: the patient underwent surgery on (B)(6) 2020. On (B)(6) 2019, a 2 mm radiopacity was observed, which could correspond to a small essure fragment. Since the patient had been diagnosed with endometriosis, a magnetic resonance image (MRI) was requested at that time to assess the possibility of deep endometriosis as the cause of the pain. On (B)(6) 2020, an adenomyosis MRI was performed, so dr. Offered a high-dose hormonal intrauterine device (iud) to assess if there is an improvement in her condition, suspecting that it might be due to endometriosis rather than to the millimetric essure fragment. However, the patient opted for a hysterectomy. New surgical intervention was performed to remove the 2 mm essure fragment that had been left inside. It was removed through a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: at the endocervical level, serous content cysts measuring between 0.5 to 0.7 cm are observed. Scar impression is noted on the exocervix, likely related to the essure devices. Left uterine remnant is observed, with no metallic elements isolated [ultrasound scan] on (B)(6) 2020: the procedure concluded leaving a 2 mm essure fragment in the patient's body [x-ray] (date unknown): 2mm dense area in the left hemipelvis. Assess possible remaining essure fragment and potential deep endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("radiopacity was observed, which could correspond to a small essure fragment") and vaginal abscess ("abscess in the vaginal vault requiring") in a female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no arthritis or synovitis. Previously administered products included: iud nos. On (B)(6) 2019, the patient had essure inserted. In 2019 she experienced cough ("cough"). In (B)(6) 2022 she experienced covid-19 ("covid"). An unknown time later she experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion hospitalisation), suprapubic pain ("suprapubic pain"), abdominal distension ("abdominal distension"), nausea ("nausea"), dizziness ("dizziness"), sitting disability ("cannot hold prolonged static postures such as sittng"), constipation ("chronic constipation"), mood altered ("mood has worsened"), irritability ("irritable"), pyrexia ("fever"), diarrhoea ("diarrhoea"), headache ("headache"), rosacea ("facial erythema resembling rosacea"), dry mouth ("dry mouth"), throat irritation ("irritated pharynx"), conjunctival irritation ("conjunctivas"), muscular weakness ("overall decrease in muscle strength"), fibromyalgia ("fibromyalgia "), hyporeflexia ("decreases osteotendinous reflexes"), orthostatic intolerance ("orthostatic intolerance"), allergy to chemicals ("mild multiple chemical sensitivity"), fatigue ("chronic fatigue"), autonomic nervous system imbalance ("dysautonomia / motor instability in tandem gait"), endometriosis ("endometriosis"), vaginal haematoma ("the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("right adnexal cystic lesion"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstruations"), myalgia ("muscle pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("pain in left iliac fossa / pain in hypogastrium"), device intolerance ("intolerance to essure"), seroma ("subcutaneous seroma") and allergy to metals ("nickel allergy") and was found to have body temperature abnormal ("thermoregulatory dysfunction"). The patient was treated with analgesics as well as surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal abscess was resolving and the abdominal distension, dizziness and abdominal pain lower had not resolved. The outcomes for device breakage, suprapubic pain, nausea, sitting disability, constipation, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, vaginal haematoma, abdominal pain, adnexa uteri cyst, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, seroma and allergy to metals were unknown. No causality assessment was received for essure with regard to suprapubic pain, abdominal distension, nausea, dizziness, sitting disability, constipation, mood altered, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, fibromyalgia, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, endometriosis, device breakage, vaginal haematoma, abdominal pain, adnexa uteri cyst, adenomyosis, vaginal abscess, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, abdominal pain lower, device intolerance, seroma or allergy to metals. The reporter commented: the patient underwent surgery on (B)(6) 2020. On (B)(6) 2019, a 2 mm radiopacity was observed, which could correspond to a small essure fragment. Since the patient had been diagnosed with endometriosis, a magnetic resonance image (MRI) was requested at that time to assess the possibility of deep endometriosis as the cause of the pain. On (B)(6) 2020, an adenomyosis MRI was performed, so dr. Offered a high-dose hormonal intrauterine device (iud) to assess if there is an improvement in her condition, suspecting that it might be due to endometriosis rather than to the millimetric essure fragment. However, the patient opted for a hysterectomy. New surgical intervention was performed to remove the 2 mm essure fragment that had been left inside. It was removed through a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: at the endocervical level, serous content cysts measuring between 0.5 to 0.7 cm are observed. Scar impression is noted on the exocervix, likely related to the essure devices. Left uterine remnant is observed, with no metallic elements isolated [ultrasound scan] on (B)(6) 2020: the procedure concluded leaving a 2 mm essure fragment in the patient's body [x-ray] (date unknown): 2mm dense area in the left hemipelvis. Assess possible remaining essure fragment and potential deep endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: following company internal coding review, the previous reported event subcutaneous seroma was recoded to the meddra llt: seroma. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Radiopacity was observed, which could correspond to a small essure fragment [device breakage] abscess in the vaginal vault requiring [vaginal abscess] suprapubic pain [suprapubic pain] abdominal distension [abdominal distension] nausea [nausea] dizziness [dizziness] cannot hold prolonged static postures such as sittng [sitting disability] chronic constipation [constipation chronic] mood has worsened [mood altered] irritable [irritable] covid [covid-19] fever [fever] cough [cough] diarrhoea [diarrhoea] headache [headache] facial erythema resembling rosacea [rosacea] dry mouth [dry mouth] irritated pharynx [throat irritation] conjunctivas [irritation conjunctival] overall decrease in muscle strength [muscle weakness] fibromyalgia [fibromyalgia] decreases osteotendinous reflexes [reflexes decreased] orthostatic intolerance [orthostatic intolerance] mild multiple chemical sensitivity [chemical sensitivity] chronic fatigue [chronic fatigue] dysautonomia / motor instability in tandem gait [dysautonomia] thermoregulatory dysfunction [body temperature abnormal] endometriosis [endometriosis] the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault [vaginal hematoma] abdominal pain [abdominal pain] right adnexal cystic lesion [adnexa uteri cyst] adenomyosis [adenomyosis] heavy menstruations [bleeding menstrual heavy] muscle pain [muscle pain] hair loss [hair loss] dysmenorrhoea [dysmenorrhoea] pain in left iliac fossa / pain in hypogastrium [iliac fossa pain] intolerance to essure [device intolerance] subcutaneous seroma [seroma] nickel allergy [nickel allergy]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ('radiopacity was observed, which could correspond to a small essure fragment') and vaginal abscess ('abscess in the vaginal vault requiring') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no arthritis or synovitis. Previously administered products included for an unreported indication: 2 iud nos. In 2019, the patient experienced cough ("cough"). On (B)(6) 2019, the patient had essure inserted. In (B)(6) 2022, the patient experienced covid-19 ("covid"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion hospitalization), suprapubic pain ("suprapubic pain"), abdominal distension ("abdominal distension"), nausea ("nausea"), dizziness ("dizziness"), sitting disability ("cannot hold prolonged static postures such as sitting"), constipation ("chronic constipation"), mood altered ("mood has worsened"), irritability ("irritable"), pyrexia ("fever"), diarrhoea ("diarrhoea"), headache ("headache"), rosacea ("facial erythema resembling rosacea"), dry mouth ("dry mouth"), throat irritation ("irritated pharynx"), conjunctival irritation ("conjunctivas"), muscular weakness ("overall decrease in muscle strength"), fibromyalgia ("fibromyalgia "), hyporeflexia ("decreases osteotendinous reflexes"), orthostatic intolerance ("orthostatic intolerance"), allergy to chemicals ("mild multiple chemical sensitivity"), fatigue ("chronic fatigue"), autonomic nervous system imbalance ("dysautonomia / motor instability in tandem gait"), endometriosis ("endometriosis"), vaginal haematoma ("the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("right adnexal cystic lesion"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstruations"), myalgia ("muscle pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("pain in left iliac fossa / pain in hypogastrium"), device intolerance ("intolerance to essure"), seroma ("subcutaneous seroma") and allergy to metals ("nickel allergy") and was found to have body temperature abnormal ("thermoregulatory dysfunction"). The patient was treated with analgesics and surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, suprapubic pain, nausea, sitting disability, constipation, irritability, covid-19, pyrexia, cough, diarrhoea, headache, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, hyporeflexia, orthostatic intolerance, allergy to chemicals, fatigue, autonomic nervous system imbalance, body temperature abnormal, vaginal haematoma, abdominal pain, adnexa uteri cyst, heavy menstrual bleeding, myalgia, alopecia, dysmenorrhoea, seroma and allergy to metals outcome was unknown, the vaginal abscess was resolving and the abdominal distension, dizziness and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to chemicals, allergy to metals, alopecia, autonomic nervous system imbalance, body temperature abnormal, conjunctival irritation, constipation, cough, covid-19, device breakage, device intolerance, diarrhoea, dizziness, dry mouth, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hyporeflexia, irritability, mood altered, muscular weakness, myalgia, nausea, orthostatic intolerance, pyrexia, rosacea, seroma, sitting disability, suprapubic pain, throat irritation, vaginal abscess and vaginal haematoma with essure. The reporter commented: the patient underwent surgery on (B)(6) 2020. On (B)(6) 2019, a 2 mm radiopacity was observed, which could correspond to a small essure fragment. Since the patient had been diagnosed with endometriosis, a magnetic resonance image (MRI) was requested at that time to assess the possibility of deep endometriosis as the cause of the pain. On (B)(6) 2020, an adenomyosis MRI was performed, so dr. Offered a high-dose hormonal intrauterine device (iud) to assess if there is an improvement in her condition, suspecting that it might be due to endometriosis rather than to the millimetric essure fragment. However, the patient opted for a hysterectomy. New surgical intervention was performed to remove the 2 mm essure fragment that had been left inside. It was removed through a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: at the endocervical level, serous content cysts measuring between 0.5 to 0.7 cm are observed. Scar impression is noted on the exocervix, likely related to the essure devices. Left uterine remnant is observed, with no metallic elements isolated. Ultrasound scan - on (B)(6) 2020: the procedure concluded leaving a 2 mm essure fragment in the patient's body. X-ray - on an unknown date: 2mm dense area in the left hemipelvis. Assess possible remaining essure fragment and potential deep endometriosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2025: upon receipt of follow up argus cases (B)(4)4 found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events & relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.